Event description:
A peritoneal dialysis (pd) pt reported a blocked pt line in fill 4 of 6. She was unable to clear the alarm and was advised to discontinue the current treatment and to contact her pdrn. Later she reported finding fluid in the cassette area and completing treatment manually. The set was not made available for eval. During follow up the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. A companion sample from one of the identified lots was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.